Event description:
An endurant ii aui stent graft system was attempted to be inserted for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm. The infrarenal neck diameter was 20-37-36-17mm; infrarenal neck length was 36mm; right common iliac diameter was 9mm; left common iliac diameter was 8-9-6-4mm; the right external iliac was occluded; left common iliac diameter was 4mm with diffuse plaque throughout; the left common femoral artery diameter was 4.5mm. It was also noted that infrarenal neck heavily was diseased with 2 stenoses; the infrarenal neck diameter was outside the indications for use and the distal left common iliac had heavy plaque. The endurant aui device would not pass through the diseased external iliac arteries causing an iliac transection. The patient was converted to open repair and the patient expired on the table. It was reported the patient was not good endovascular aortic repair candidate. It was noted that the cause and circumstances of the death was the transected iliac artery. The physician stated the event was related to the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation conclusion: (common iliac diameter).